Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump stopped working. The blood glucose reading is 129 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.